Manufacturer narrative:
The investigation into the reported delivery issue has been completed since the original report was filed. The medical center did not return the impella device. The root cause of the delivery issue was most likely due to patient condition.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient of unknown age and gender in acute myocardial infarction/cardiogenic shock with right ventricle dysfunction was to be implanted with an impella rp device for mechanical circulatory support. The rp insertion was not successful the wire passed, but not the pump. No patient harm was reported.